Manufacturer narrative:
A review of tickets identified one additional ticket for lot 46533un18 for the complaint issue, however, no trends were identified. Return testing was not completed as returns were not available. The customer's instrument logs were reviewed using abbottlink and log-ic for the samples tested in march 2019. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Use error may have contributed to the customer's issue as retests of the original sample gave lower results, indicating a possible sample integrity or sample handling issue. Historical performance of reagent lot 46533un18 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu median were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu median for lot 46533un18 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 46533un18. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect troponin, lot 46533un18.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated troponin results on one patient generated on the architect analyzer. The results provided were: sid bc273900 at 01:30 = 0.089ng/dl / new draw at 07:52 = 0.829ng/dl which gave a delta flag / sample was respun and retested = 0.079ng/dl / third draw at 13:00 = 0.074ng/dl (customer's diagnostic cutoff = >0.29ng/dl). There was no reported impact to patient management.